Event description:
It was reported that during transport, aprox 30 minutes after pump was unplgging from main power, first battery alarm occurred with 20 minutes left. Two (2) minutes later, second battery alarm occurred; 10 minutes left. Immediately after plugging in pump to main power, it showed full power for battery. Pump was exchanged. No patient complications reported.